Manufacturer narrative:
E1: event country: saudi arabia (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had experienced high blood glucose (331mg/dl) level for two hours which was treated with pump. The patient had inserted the infusion set in the area which lacks sufficient subcutaneous tissue which might had led to bent cannula and insulin flow blocked alarm on (B)(6) 2026.